Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Info received states pt was scheduled for a lumbar fusion and told he needed his system revised. Pre-operatively the device was interrogated by a medtronic rep and high impedances > 3600 ohms were found on six of eight contacts on 0-7 lead. During exploration by the surgeon, the second lead appeared to be "frayed". Both leads were replaced. Leads were returned for analysis. Pt recovered without sequela and no pt injury was reported.